Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2011 with a bifurcated stent and a suprarenal aortic extension. Upon follow-up computed tomography (CT) showed aneurysm sac growth, a decrease in overlap between the main body and suprarenal aortic extension, a stent migration, and a potential type 1a endoleak. On (B)(6) 2016, physician elected to implant an additional bifurcated device and an additional suprarenal aortic extension. The patient is in stable condition.